Manufacturer narrative:
Further info from the reporter regarding event, product, or patient details has been requested. No add'l info is available at this time. An adverse event that was treated with surgical removal of the device is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported "18 months post-injection" with unspecified juvederm volume the "filler had to be removed surgically." No add'l info has been provided by the reporter at this time.